Event description:
It was reported that during routine follow-up, the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic. The device remained implanted. No intervention was reported.